Manufacturer narrative:
Please note that this report was previously submitted under the incorrect registration site via report 9613350-2011-00330. Eval summary: according to physician assistant working with dr. (B)(6), the pt was reported to be noncompliant, possibly resulting in malunion, and as a result, possible fracture of the implanted nail. Eval: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be re-opened. Zimmer, inc considers the investigation closed.

Event description:
It is reported that pt underwent revision due to breakage of the nail. It is also reported that pt was non-compliant.